Event description:
Customer reported device = 57 mg/dl. Within a few hours, customer's device = 24 mg/dl. Within minutes, a lab = 76 mg/dl. Controls were in range. Treatment information was not provided. A request was made for return product and replacement product was sent.